Event description:
"The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges display screen is blank after a power outage. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was recreated, pca burned, blower box, iso port contaminated, scratched display. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed."